Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that during the procedure, the seal was torn on a 512hn trocar while passing an instrument through it. The procedure was completed by putting a seal on the trocar to avoid the leakage of pneumo. There was no consequence to the pt.